Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to d5, e1 and g2. Please see updates to d5, e1, g2, h3, h6 and h10. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The light guide connector parts were detached. Additionally, during the evaluation it was found during repair that the light guide connector did not come off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the light guide connector parts detached due to user error, improper handling and application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had mechanical damage. The device was sent in for repair. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.